Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the mega needle driver broke while suturing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage out of the ordinary was noticed. There were no instrument collisions that occurred during the procedure. There were no issues related to the opening/closing, left/right motion of the grips, or up/down motion of the wrist reported. There were cables noticed protruding for the device. No fragments fell into the patient. Photographic images and the device were sent for isi to review.